Event description:
It was reported that during patient's follow up at the hospital, device went into backup vvi. The patient had an MRI scan, which was suspected to be the reason for backup vvi. Device download was performed successfully. Patient was stable.